Event description:
A hip implant was removed from a pt. The implant was explanted due to the pt's complaint of constant pain. The culture revealed burkholderia picketii, a gram negative closely related to the pseudomonas family. The device is being returned to MFR to facilitate investigation.